Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a high capture threshold and a sensing issue on the atrial lead. The physician elected to explant and replace the atrial lead. Patient was recovering after the procedure.